Event description:
It was reported that during a procedure to dilate a non-calcified lesion in the anterior tibial artery, during the first inflation, a fox sv 3.0x40x150mm balloon started to inflate, however, it was not possible to increase the pressure in the balloon. A leak was noted at the connection (luer) of the inflation port and the inflation device outside the patient anatomy. The leak was not due to a loose connection. The fox sv was removed from the anatomy without resistance and another fox sv was used to successfully complete dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.